Manufacturer narrative:
Investigation of the delivery catheter system (dcs) included a device history record (DHR) review of the delivery catheter system (dcs) which noted there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the probable cause of the advancement difficulties was the challenging patient anatomy present. The valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the challenging patient anatomy also likely contributed to the positioning difficulties. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. A capsule break was observed near the proximal end of the capsule, with an outer layer of polymer partially holding the capsule together, which confirmed the reported event. Procedural images were reviewed and confirmed the damage to the capsule as well as the challenging patient anatomy present. Following the first recapture, a capsule buckle was reported. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have caused or contributed to the capsule damage but this cannot be conclusively confirmed with the evidence available. Updated data: h6 method and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a long aortic arch, a short ascending aorta, and relatively horizontal aorta with severe annular calcification extending into the left ventricular outflow tract, difficulties advancing the delivery catheter system (dcs) into the ascending aorta due to the steep angulation were reported. While doing so, the non-medtronic guidewire accidentally slipped out of the left ventricle, which required the dcs to be removed from the patient to re-insert the guidewire. It was decided to reuse the same dcs as before. In the second attempt at navigating, the arch and ascending aorta were crossed successfully; however, due to the challenging anatomy, the implanting physician had a difficult time positioning the valve. The first deployment attempt failed because the valve ended up in a high position. The valve was recaptured and just prior to the second deployment attempt, it was reported that part of the proximal end of the dcs capsule appeared to have buckled. A second deployment attempt was made and resulted in a high implant position. The valve was recaptured and removed from the patient with no complications. It was reported that there was no unusual resistance felt during loading, no loading difficulties, and no misload identified. A second dcs and a second valve were used for implant. Additional positioning difficulties were reported; however, the valve was successfully implanted. The first and second valves were loaded using the same loading system and external 20 fr sheath. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule was partially held together by the outer layer of polymer. The valve could not be removed from the dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.